Event description:
It was reported that a balloon catheter was used for pta in the biliary tree. The device performed two successful inflations. On the third inflation, the balloon ruptured at approximately 5 atm. The doctor experienced difficulty in removing the catheter. Ii was noted that there was also a metal stent in the area of the balloon inflation.